Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device has been decommissioned and can no longer be repaired. A root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.